Event description:
A patient was undergoing crrt which included a prismaflex m 100 filter set. It was reported there was an external leak at the top of the dialyzer on the port near the return line. The leak was not visible and there was no evidence of a crack, tear or hole. There was no injury or adverse event to the patient.